Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was severely calcified in a severely tortuous circumflex artery (cx). The physician attempted to pre-dilate the lesion with a 3.0 x 8 mm quantum maverick balloon, however, the balloon forzen on the guidewire. The guidewire was held in position and the guantum maverick balloon was pulled out. Another 3.0 x 8 mm quantum maverick balloon was inserted and multiple inflation's were performed. The physician then rapidly advanced a taxus express2 2.5 x 8 mm drug eluting stent, however, the hypotube kinked at the touhy. The physician straighten the hypotube then proceeded to advance, however, the hypotube fractured at the kinked area. Consequently, the taxus stent was never deployed. The fractured catheter was removed from the pt's body without any compications. The procedure was successfully completed with another taxus express2 2.5 x 8 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".